Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Based on the information received the cause of the event cannot conclusively determined; however, patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a 34mm mitral annuloplasty ring was explanted after an implant duration of two (2) years, five (5) months, twenty-eight (28) days, due to severe mitral insufficiency. The explanted device was replaced with a 27mm mitral pericardial valve. The patient also underwent tricuspid valve repair due to moderate tricuspid insufficiency during the procedure. No complications were reported.

Event description:
Through follow up with the healthcare provider it was learned that the ring was not sent to pathology so is not available to be returned.